Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had scratches on display. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that screen barely read. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.